Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital for low blood glucose level and due to unconsciousness. Customer¿s blood glucose level was 30 mg/dl at the time of incidence. Customer said the battery was out of insulin pump and when they inserted that battery insulin pump was not working right. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.